Event description:
The following information was reported: mynx balloon still intact pulled sheath out and did not stop at arteriotomy. Manual compression was held for 20 minutes. Stick location: right common femoral. Vessel size: greater than 7mm. Procedure: diagnostic, coronary.

Manufacturer narrative:
The device as received had a balloon with a severely inverted tip. The inverted balloon indicated that significant tension was applied during pull back. Visual inspection of the returned device revealed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in balloon pull through the arteriotomy. The balloon was inflated with fluid and verified in a go/no go gauge to be within specification. The review of the lhr (lot f1408708) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause of the balloon pull through may have been failure to purge the device of air during prep.